Event description:
Report received of an independent rate change. The pump was programmed to deliver normal saline at a rate of 40ml/hr. The nurse caring for the patient, reported finding the pump infusing "wide open". The nurse estimated that the pump was infusing at this rate for approximately 10 minutes. The amount of solution that infused during these 10 minutes is unknown. The pump was discontinued. The doctor was notified. The normal saline was resumed with a different pump. The patient did not experience any adverse effects. Though requested, there was no further information available.